Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low pacing impedance and intermittent capture. The lead was capped on 30 jun 2023 and successfully replaced. The patient was stable and asymptomatic.